Event description:
It was reported that the patient presented to the clinic with heart failure symptoms. It was noted that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) sooner than expected. In addition, the right ventricular (rv) lead exhibited a high threshold measurement. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.